Manufacturer narrative:
Occupation: occupation is lay user/patient. The customer returned the meter and test strips where they were tested using retention controls. Testing results (qc range = 2.5 - 3.9 inr): qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 381237) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter at 12:00 p.m. Was > 8.0 inr. The customer re-tested on the meter at 12:02 p.m. With a result of > 8.0 inr. The result from the laboratory at 2:00 p.m. Was 4.7 inr. No treatment was necessary. The customer's therapeutic range is 2.5 - 3.5 inr. There was no allegation that an adverse event occurred. The customer stated her stomach has been bothering her and she is not feeling good. The customer's shoulder also hurts. The meter and test strips were requested for investigation.